Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Device migration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined. Per the instructions for use (IFU): select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Anchor ped at least 2-3 mm into the proximal and distal segments of the parent artery, preferably in a straight portion of the parent artery. Use fluoroscopy to carefully monitor the tip of the core wire during ped deployment. Ped foreshortens substantially (50-60%) during deployment. Take device foreshortening into account when deploying ped. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿endovascular management of spontaneous delayed migration of the flow-diverter stent.¿ yuan-hsiung tsai, ho-fai wong, shih-wei hsu, da et.al. Six patients (4.9%) were found to have spontaneous delayed migration of their fd. The device migrated proximally in 4 patients and distally in 2 patients. One patient had temporal lobe infarction due to stent migration, and another had subarachnoid hemorrhage (sah). Three patients were treated with a 2nd or 3rd fd, while 2 were treated with stent-assisted coiling, and one was treated with sacrifice of the parent internal carotid artery. According to our results and the literature, the prevalence rate of delayed fd migration ranges from 2.2% to 4.9%, and the mortality and morbidity rate of delayed fd migration is 40%. All patients were female and ranging age from 41 to 74 years old.